Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the control bar was not flush with the master blade. The control bar was repositioned and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that while using the device it did not harvest in one area, and went deeper than expected on the side. One piece of the harvested skin was usable and an additional graft was not required.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that while harvesting, partial cut deep while partial didn't cut at all. The malfunction occurred during surgery and yes there was harm, no serious harm and closed with suture, usually no closure with harvesting, only top layer of skin. No additional consequences have been reported as a result of this malfunction.